Event description:
The customer reports: luer lock attached to extension tubing will not twist and lock. There was no report of a patient complication, injury or consequence.

Manufacturer narrative:
Qn#(B)(4). The customer returned one tubing extension and lidstock for evaluation. The sample contained obvious signs of use in the form of biological material. A stopcock was secured to the tubing. The male luer, female luer, and stopcock were visually examined with no obvious defects or anomalies. A lab inventory catheter was connected to the tubing. No leaks were detected when the catheter and extension was flushed using a lab inventory syringe. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "to minimize the risk of air embolism and blood loss associated with disconnects use only securely tightened luer lock connections.". The customer report of a luer hub defect could not be confirmed by complaint investigation of the returned sample. The returned tubing extension, luer lock connections, and stopcock contained no defects or anomalies. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: luer lock attached to extension tubing will not twist and lock. There was no report of a patient complication, injury or consequence.